Event description:
A facility reported that during surgery the support on the mayfield composite series skull clamp (a3059) moved, despite it being barred. Patient injury or delay in surgery is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation: failure analysis - investigation of the returned clamp showed that it had a slight up and down movement in the rocker arm assembly, but when it is put properly set and put under pressure, the clamp would not move. The disk ratchet and retainer were replaced as a result. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause -evaluation found no device deficiencies that would have contributed to the reported complaint. The clamp passes all specific functional testing. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.